Manufacturer narrative:
Additional manufacturer narrative: hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. There are several mechanisms for hemolytic anemia. It may be related to the annuloplasty ring when there is a ¿jet¿ of blood flow created from a para-ring leak or if there is a regurgitant jet directly pointed at the annuloplasty ring, as was observed in this case. As the device remains implanted in the patient, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards has learned that a patient, implanted with a 30mm tricuspid ring, has hemolytic anemia since shortly after the initial surgery requiring frequent blood transfusions. During the initial implant of the ring, coronary artery bypass graph to the lad was also completed. The patient reportedly developed hemolytic anemia shortly after the initial surgery. The hemolytic anemia is treated with frequent blood transfusions (every week to week and a half). After an implant duration of four (4) months, an echocardiogram confirmed turbulence seen on echo but it was not clarified where the turbulence was located. After an implant duration of eleven (11) months, the patient had a right-sided hemorrhagic stroke. The site does not feel the patient is a candidate for surgery to treat the turbulence due to stroke risk.